Manufacturer narrative:
The complaint sample was not returned for evaluation. Sealed lenses of the same lot that were returned were evaluated and the results of the testing performed were all within specification. A review of the lot device history records is ongoing. Additional medical information has been requested but has not been received. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
An eye care practitioner reported that a patient had discomfort feeling associated with wearing the product and the patient kept wearing the lens. Then, the patient was reported to have eye pain and visited an eye clinic on the next day. The practitioner reported that the patient had an ulcer. The practitioner did not report location of the ulcer or information related to medical intervention. Additional information has been requested.

Manufacturer narrative:
A review of the lot device history records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Additional event details and medical information have been requested but have not been received.